Manufacturer narrative:
No blank display. However, insulin pump received with missing segment due to cracked and bleeding lcd glass. Unable to perform functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 124 mg/dl. The customer also stated that display did not returned. Troubleshooting was performed. The product will be returned for analysis.